Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had difficulty charging and had coupling issues. The patient is getting between 2-6 bars but most often is getting 2 bars. It was reported that the ins was tilted in the pocket due to weight gain. Manufacturer representative reported they can palpate all ins corners but does feel ins is deeper than normal and that the superior aspect of the ins is tilted away from the back. A new recharging antenna will be sent out. Additional information was received. The manufacturer representative reported the replacement antenna resolved the issue for charging and coupling. No intervention at this time for ins being tilted. The patient states no other issues at this time and indicated they are experiencing successful recharging. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.